Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: longview regional med ctr. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that before the procedure, acrobat-I stabilizer was broken, it would not latch, when it was opened. The device would not lock down on the retractor. Another stabilizer was used to complete the procedure. There was no delay. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. He lot # 3000505887 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.